Event description:
Approximately two years and seven months post hvad implantation, this patient reported power switching between port one and port two. The battery was replaced and is being returned to the manufacturer for evaluation. There was no reported injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted and that battery is going to be returned to the manufacturer for evaluation. Product remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The initial reported complaint was for battery switching from one port to the other. The battery was replaced and returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported power switching could not be confirmed as controller log files were not returned for analysis. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Analysis of the battery revealed that the device failed to meet specifications; the battery passed visual inspection but failed functional testing due to an open thermal cutoff fuse rendering the battery inoperable. The malfunction is related to the reported event. The root cause of the power switching is an open fuse located on the battery circuit board. The reported event was confirmed; the malfunction is related to the reported event. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.